Manufacturer narrative:
Company representative evaluated the unit and replaced and reprogrammed the cp chip and cpu board. Unit was safety tested to factory specifications.

Event description:
Customer reported the passport 2 monitor had a blank screen, which may have resulted in loss of primary monitoring. No patient injury was reported.